Event description:
Patient reported unknown side rupture. Device has been explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture. The device has been explanted and replaced with a non-allergan device. This pertains to the right side.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reported "inhomogeneous presentation of the implant. Unchanged herniation to the lateral side. Increasing linguine sign as an indication of intracapsular rupture¿, ¿7mm large contrast-enhancing lesion in the axillary spur¿, ¿pain in the breast¿, and ¿rupture".

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided.

Event description:
Patient reported, right side rupture. The device has been explanted and replaced with a non-allergan device.